Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is in progress to find the root cause of the break (instrument will be returned to manufacturer), and to determine what are the risks for patient. Instruments management process is also being worked on to prevent this type of incident to reoccur. Device not yet received by manufacturer.

Event description:
Roi-c : broken hook instrument. The instrument broken inside the patient during the surgery, and the doctor decided not to remove the part of the broken instrument (not to expose the patient to more risks related to longer surgery). The distributor neither the surgeon have reported any problem regarding patient's state of health. Additional information were requested about patient state.

Manufacturer narrative:
Fields were updated for this report. Product was examinated by the distributor upon field return and found to be complaint. Product was returned to manufacturer for inspection. Examination still in process. Patient state of health is good, no specific monitoring was notified. According to the surgeon who verbally expressed that he believes that scar tissue will contain the instrument part (hook) inside the cage¿s corresponding hole. He refused to not remove the part to avoiding exposing the patient to more risk. Investigation still in progress. Conclusion not yet available.

Event description:
Roi-c: broken hook instrument. Event update: new information was received the (B)(6) 2018. Today in visit with the surgeon, he claimed that the patient is doing very well. He was hadn¿t patient¿s images under his possession but he committed to share the patient images after their next meeting. He verbally expressed that he believes that scar tissue will contain the instrument part (hook) inside the cage¿s corresponding hole.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records and the traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. An analysis of returned instrument was performed by external laboratory. The report said that the most probable hypothesis to explain the fracture of the hook lies in the intensity and direction of the mechanical stresses that stressed the material. From information collected for the investigation of the complaint, the review of the case and after having performed the product evaluation, it can be concluded that the cause of the event is potentially related to a wear from use combined with a user error. Indeed, the general state of the device suggests a number of important use (trace of friction, wear, partial discoloration, etc.). Moreover, the hook is the smallest area of the implant holder and the most solicited. Therefore, a stress on this area during many uses may result in bending or breaking of the hook. Besides, if we look at the surgery report written in portuguese, the following sentence suggests that the event is partly related to a user error: surgeon made a lever movement with a certain force and there was a bang. Thus, the surgeon applied a force on the implant holder to disengage the hook from the cage while in the surgical technique it is indicated to only move the implant holder to the left to remove the implant holder. In conclusion, the investigation found no evidence to indicate a device issue. The root cause is therefore: normal wear of the device combined with a user error. If any further information is found which would change this evaluation, a reassessment will be performed.

Event description:
Roi-c : broken hook instrument.